Manufacturer narrative:
The device was not returned. The manufacturing records were reviewed, and no non-conformities were found.

Event description:
It was reported to nevro that the patient experienced pain and urinary issues following the implant procedure. The physician decided to remove the system and does not believe these issues to be related to the device, as the patient still experienced the symptoms following the explant.